Event description:
Nasally intubated patient, awakening from anesthesia s/p surgery. Anesthesia reported the patient swallowed and the endotracheal tube (ett) cuff herniated above the vocal cords and advanced slightly out of the nose. Anesthesia attempted to deflate the ett cuff. Anesthesia reported that per the pilot balloon (on the outside), the cuff had deflated but resistance was met when attempting to extubate the patient. The ett was removed with the cuff inflated. This caused a small nose bleed which was controlled and resolved. Anesthesia reported this was either a pilot balloon malfunction or possibly pilot balloon tubing malfunction. Anesthesia reported "it seems like the tubing is very flimsy, and when warmed to body temperature, it is very soft likely causing it to collapse easier."